Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with emergency room. Customer's blood glucose value was 620 mg/dl. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was above 620 mg/dl. The customer complained about hyperglycemia. Customer wearing the pump at time of hospitalization. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.